Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The current blood glucose was 1 mg/dl. Customer called yesterday and it reading are off like 100 points off and inserted a new sensor and it work yesterday and it was reading low and it suspended the pump and turn off the sensor feature. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was multiple times below 70 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will be returned for analysis.